Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. After battery installation, unexpected critical pump error (open book image) was noted. Unit was successfully downloaded using thump software. On adapt, main error log, pump error 53 was recorded three times (no times or dates available per error log dump). Pump error 53 due to hardware error (line # = 65535, file # = 65535). Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. No moisture damage noted. Unit also received with battery tube threads - cracked, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, and scratched case in conclusion customer concern for cosmetic damage at backside of pump is confirmed. Unexpected open book image noted. Open book image due to pump error 53 triggered by hardware error. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and indicated pump replacement. Mmt-1886 was returned for analysis.